Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the likely cause was related to the age of the device and long-term use.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined at this time.

Event description:
A user facility reported to olympus then, when using the olympus, cv-180, connected to a non-olympus monitor, they were experiencing image loss. There was no patient injury or harm, associated with the reported problem, reported to olympus.